Manufacturer narrative:
Unit passed displacement test, self-test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit successfully downloaded to thus. No frozen display or pump error 130 alarms noted during test. Verified in the pump history download the pump alarmed pump error 130 on (B)(6) 2024 11:59:23.000. These alerts are expected and occur during normal pump operation. Motor was tested outside of the device and passed. The electronic assemblies and motor assemblies were inspected, and moisture damage noted. The following were noted during visual inspection: scratched case, cracked keypad overlay, corroded battery tube, corroded motor home switch, and pillowing keypad overlay. The p-cap/reservoir does lock properly. Pump passed required testing and no pump error 130 alarms noted during analysis. No frozen screen noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received the error code - this alarm is generated when the pump detects movement in hall sensor counts that are unexpected since the pump did not command motor movement (pump error 130). The customer reported no adverse event. The event involved product(s) mmt-1715k. Troubleshooting was performed and found that the customer was unable to clear the alarm successfully and the time clock was not visible on screen. It was found that the insulin pump had a frozen display. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1715k was requested and customer response was the device will be returned.